Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an alert due to high system impedance measurements measuring, 255 ohms. Technical services noted that the system impedances have always been on the high side. Technical services could be related to surgical procedure and recommended getting x-rays. The field representative will discuss with the health care professional (hcp). Subsequently, this system was explanted and replaced successful. The products are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) received an alert due to high system impedance measurements measuring, 255 ohms. Technical services noted that the system impedances have always been on the high side. Technical services could be related to surgical procedure and recommended getting x-rays. The field representative will discuss with the health care professional (hcp). Subsequently, this system was explanted and replaced successful. The products are expected to be returned for analysis. No additional adverse patient effects were reported.